Event description:
Co received a report from a physician who returned a model 812b / 23.0 (d) that had been explanted because the diopter after surgery was -5.75 when the desired result was -2.50. He questioned whether the original power on the lens was accurate. The woman had a cataract extraction and implantation of the lens on 28aug96. The lens was explanted and replaced on 19dec96 because of the suspected diopter error. The lens was returned and remeasured for diopter and a batch & lot review completed by the MFR. The diopter measurement was found to be within specifications. Batch records were reviewed and found to be within specifications. No production related causes could be identified. Additional information is being sought from the treating ophthalmologist.